Event description:
It was reported that a large number of dewalt batteries currently in service have broken tab guards. A quick inspection at the station revealed 5 out of 9 cots had batteries with the broken guards. There was no reported patient involvement or adverse consequences.